Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The product support engineer (pse) troubleshot this issue with the customer over the phone and advised the customer to replace the flow sensor assembly. The gas delivery system (gds) was returned to the manufacturer for investigation: it was determined the root cause of the reported issue was a defective u1 sensor on the airflow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during preventive maintenance, the device failed the airflow accuracy test. The ventilator was not in use on a patient at the time of the event occurred.